Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose which was 476 mg/dl. Customer stated that the pump was beeping but the screen was blank. It was unknown whether the auto mode feature at the time of event was active. The insulin pump will not be returned for further analysis.